Event description:
It was reported that pump displayed malfunction alarm code 9 with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, and advised customer to continue using pump and to call back if any malfunction alarms appeared again, which caller acknowledged and understood.